Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch report # mw5073032.

Event description:
Procedure performed: "ventral hernia repair." Event description: received via maude database, report #mw5073032 on 10-nov-2017: "cannula cap popped off and fell on the floor." Type of intervention: n/a. Patient status: "0 patients were involved in the event."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the seal housing dislodgement was caused by a dimension that did not meet specifications. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur. This report is to follow up medwatch #mw5073032. This type of event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury.